Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt the device failed the defibrillation threshold testing. A new lead was attempted and again failed testing. The device and lead were both removed and replaced. No patient complications have been reported as a result of this event.